Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that aspiration was lost. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery(sfa). The device was prepped and introduced in a normal fashion. A non-bsc filter with a long non-bsc wire were used. During the procedure, aspiration was noted to be slow and within a minute, aspiration was totally lost. The catheter was removed and the procedure was completed with another of the same device. Balloon angioplasty was performed utilizing an unspecified 6x300 balloon. Macro debris was noted in the filter following filter removal. There was no distal embolization noted on the final angiogram and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that aspiration was lost. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery(sfa). The device was prepped and introduced in a normal fashion. A non-bsc filter with a long non-bsc wire were used. During the procedure, aspiration was noted to be slow and within a minute, aspiration was totally lost. The catheter was removed and the procedure was completed with another of the same device. Balloon angioplasty was performed utilizing an unspecified 6x300 balloon. Macro debris was noted in the filter following filter removal. There was no distal embolization noted on the final angiogram and no patient complications were reported.